Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during dwell three of five of their therapy. The caregiver ensured that the unused lines were clamped. During troubleshooting, it was noted that there were air bubbles present in one of the supply lines. After multiple unsuccessful attempts to bypass the alarm, the caregiver cancelled the treatment on the cycler. Upon removing the supplies, a fluid leak was discovered within the cassette compartment of the cycler. Further inspection of the supplies revealed that the leak was originating from a tear in the cassette membrane. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s peritoneal dialysis registered nurse verified that the patient did not experience any injury or require medical intervention as a result of the fluid leak. The patient was provided one dose of an unspecified prophylactic antibiotic but their effluent remained clear. The cassette used at the time of the incident had been discarded. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.